Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right ventricular lead exhibited high impedance. No intervention was performed, but chest x-ray was discussed. The patient would continue to be monitored and was stable throughout.